Event description:
It was reported during in clinic follow up that the left ventricular lead exhibited loss of capture. Programming changes were made to deactivate the lead in 2019. The deactivated lead was explanted and successfully replaced. The patient was stable and asymptomatic.